Event description:
On (B)(6) 2015, the reporter contacted animas alleging a loss of prime issue. There was no indication that the product caused or contributed to an adverse event. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a loss of prime issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 20-aug-2019 with the following findings: a review of the pump¿s black box showed no evidence of loss of prime warning (cs162). During testing, the pump successfully completed the rewind, load cartridge, and prime steps with no loss of prime warnings occurring. The pump was exercised for 12 hours with no loss of prime occurring. The force sensor calibration was found to be within required specification. The loss of prime issue was not duplicated during investigation. Unrelated the complaint, the display was found to be dim, faded and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.